Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels and confirmed that their levels had been affected. The highest reported glucose value during the event was 350 mg/dl, and the elevation lasted for a couple of hours. The patient did not use back-up therapy, did not perform ketone testing, had not received any steroid injections, and did not obtain professional medical intervention or other assistance. No immediate health effects were reported. The agent later contacted the patient to verify whether glucose levels had decreased. The patient stated they had eaten a heavy carbohydrate meal that had been announced as usual. A finger-stick measurement showed a glucose level of 437 mg/dl. The patient planned to go for a walk and increase water intake to help bring levels down. The agent planned to follow up and advised that a supply change would be completed if glucose levels remained elevated. During follow-up, the patient reported that the walk had helped lower glucose levels. They had two downward trend arrows, and a finger-stick reading showed 332 mg/dl, down from 437 mg/dl earlier. The patient was advised to continue monitoring while the device worked to bring glucose levels down. The patient stated they would continue monitoring and would wait for additional outreach from the support team. The patient requested a further check-in to ensure stabilization. A subsequent follow-up confirmed that the patient¿s glucose levels were trending into a normal range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.